Manufacturer narrative:
(B)(4). After an additional medical review, a determination was made to re-classify the complaint as a malfunction. Complaint (B)(4) is being reported as a malfunction. There was no serious injury.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73l1800099 was manufactured on 11/06/2018 a total of (B)(4) 88 pieces. Lot was released on 11/16/2018. DHR investigation did not show issues related to complaint. Revision of fmea-08-029 rev 04 was performed and the failure mode is already including it, no update is required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
It was reported that the surgeon had difficulty securing the clips despite many multiple attempts. Apparently not the 1st time as the previous 2 ae05 appliers had similar issues of securing/locking and clips stayed opened. The doctor furnished video footage of actual ae05 clips having problem locking/securing onto vessel. As the group practice, they asked for entire lot of ae05 they bought which are under same batch to be exchanged as precautionary measures and asked for investigation with report.

Manufacturer narrative:
Qn#(B)(4). This report is a correction to the MDR aware date. The correct MDR aware date for complaint number (B)(4) is(B)(6)2019 .

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the surgeon had difficulty securing the clips despite many multiple attempts. Apparently not the 1st time as the previous 2 ae05 appliers had similar issues of securing/locking and clips stayed opened. The doctor furnished video footage of actual ae05 clips having problem locking/securing onto vessel. As the group practice, they asked for entire lot of ae05 they bought which are under same batch to be exchanged as precautionary measures and asked for investigation with report.